Event description:
I had mentor textured silex implants placed (B)(6) 2000, and removed (B)(6) 2012 after a spontaneous rupture. The capsules were left in, and I am scheduled for surgery on (B)(6) 2019 to have them removed. I have had declining health since they were put in, and much more so since the rupture. I have severe fatigue, sjogren¿s syndrome, raynaud¿s, hypothyroidism, joint pain, muscle aches, chronic hives, hair loss, acne, low testosterone, had to have a hysterectomy due to pre-cancerous tissue, chronic sinusitis with two sinus surgeries, chronic neck and back pain with two back surgeries, in addition to a forced early retirement as a registered nurse due to illness.